Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure using the non-abbott system (carto), before inserting the catheter, a significant amount of blood leaked when the dilator was removed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No intervention was needed to treat the bleeding. No additional puncture was performed when the introducer was replaced.